Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to damage. The patient was having a peyronies pericardium graft procedure and there was damage to a cylinder intraoperatively. The reservoir was retained and reused. No other adverse patient effects were reported.